Manufacturer narrative:
The tsh lot number is 794772 and the ft4 reagent lot is 784368. The expiration dates were not provided. The qc was not within the acceptable range on the day of the event. The field service engineer (fse) observed sporadic needle movement errors; the fse replaced a measuring cell and performed various analyzer checks. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable elecsys tsh and elecsys ft4 IV results for 1 patient sample on a cobas 6000 e601 module. The initial tsh result was 0.26 uiu/ml and the initial ft4 result was 3.10 ng/dl. The sample was repeated on another analyzer and the tsh result was 1.14 uiu/ml and the ft4 result was 1.05 ng/dl. The repeat results were deemed correct.